Manufacturer narrative:
Multiple MDR's were filed in association with this reporting: 0001825034 - 2019 - 03542, 0001825034 - 2019 - 05098, 0001825034 - 2019 - 05100, 0001825034 - 2019 - 05103. This follow-up report is being submitted to relay additional information. Part and lot identification are necessary for review of device history records, neither were provided. A radiograph was provided and reviewed by a health care professional. Review of the available records identified the following: "fractures are noted at the level of the glenoid threaded screw bases. The glenoid component is dislodged with respect to the anchoring of the screws and rotated counterclockwise by slightly greater than 90°. Remaining hardware with respect to the humerus component appears intact. No detected periprosthetic lucencies, although image quality is poor given that this is a topogram." No further changes to previous investigation.

Event description:
It was reported the patient is being considered for a revision to address glenoid fracture. X-ray review confirmed the reported material fracture. The glenoid component is dislodged with respect to the anchoring of the screws and rotated counterclockwise by slightly greater than 90°. Remaining hardware with respect to the humerus component appears intact. No further information has been made available at the time of this reporting.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown humeral head, unknown humeral stem. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03543, 0001825034 - 2019 - 03544. Product remains implanted.

Event description:
It was reported that the patient had an initial right shoulder arthroplasty on unknown date. Subsequently, a custom device was requested for a revision due to unknown reasons. No further information has been provided.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due fractured glenoid. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.